Event description:
It was reported by the customer that during unloading the cot with a patient, the schnitzler safety hook did not hold the cot. The cot dropped and the patient allegedly broke his collarbone. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
Customer evaluated unit. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.